Event description:
The dome detached during traction removal 165 days after placement. The dome portion is expected to be eliminated naturally without medication. Medicon has rec'd only the catheter. Another same device was used as a replacement.